Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.

Event description:
It was reported that 20 minutes after application of the omnipod 5 pod; the pod heated up and burned the customer. No medical intervention was reported. The patient reported the pod was also beeping at the time of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.